Manufacturer narrative:
Concomitant medical products: 5024m-52, lead, implanted: (B)(6) 1999. Evaluation summary: the distal portion of the lead was returned, analyzed, and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance. Upon extraction, the physician noted that the insulation was gone at the distal end of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.